Event description:
Customer reported the alarm has no power. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed that the unit has not power when batteries are installed. In addition, there is battery leakage residue on the flat contacts and residue inside the battery compartment. The unit powers up when using a 9v adapter or an external power supply and passes all functional tests. Note: instructions for use states: batteries can exploded or leak and cause damage to alarm if installed incorrectly, fully discharged or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).